Event description:
Patient with a pre-existing diagnosis of trigeminal neuralgia, presented to the physician with nerve pain at the right side of the face. The inspire implant procedure may have exacerbated the trigeminal neuralgia, resulting in increased pain. Physician increased the patient¿s pain medication dosage.